Event description:
Caller reported a cgm error, specifically error 42, associated with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.